Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The service agent downloaded the device's electronic records. Physio verified the reported issue through examination of the device's electronic records. Other unrelated repairs were completed to the device by the service agent. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer reported to physio-control that their batteries were depleted and the device wouldn't power on during a patient event. A back-up device was obtained and used to continue patient care. There were no adverse effects to the patient due to the reported issue.